Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 423 mg/dl. Customer stated that her reservoir was leaking insulin and it got into the insulin pump. Customer stated that now her pump is not working. Customer also had a battery out limit alarm that she cannot clear. Customer stated that the numbers were going up and down and she could not escape out of the screen. Customer took the battery out of the pump for a few minutes and then got a battery out limit alarm. Customer stated that she has not treated. Customer stated that she will take an injection after she contacts her doctor on the amount she should take. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan